Event description:
The customer reported on (B)(6) 2014 he activated a new pod and his blood glucose, carbohydrate intake and insulin history. He stated that there was a delay in the cannula insertion process. He was able to activate a new pod.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism malfunction (late deployment) or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.